Manufacturer narrative:
The insulin pump power up properly after battery installation and received with operating currents within specifications. No failed battery test noted. The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime fill anomaly or rewind anomaly noted. No unexpected no delivery alarms or a21 alarms noted. No reset of time and date noted. However, the insulin pump had minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer's blood glucose was 7.2 mmol/l at the time of incident. The customer stated that the insulin pump was stuck on prime and rewind loop. The customer stated that the insulin pump was unable to complete displacement test. The customer stated that they received a no delivery alarm. The customer stated that the buttons were not working. The customer stated that nothing was moving on the insulin pump screen. The insulin pump will be returned for analysis.